Event description:
On 01/18/2000, the MFR received an explanted device along with a letter from the facility's surgery director that states the following: enclosed please find the device catalog #lps7513, lot #427004 which was implanted in left subclavian in 1994 per physician. The device was removed per another physician in 2000. Note that the catheter pulled away from the device. Returned due to being defective. No further details were provided.